Event description:
A report was received that during patient's trial procedure, the lead fractured and left six contacts that was dislodged in the patient's body when the physician pulled the lead for an adjustment and the procedure was aborted. The patient was doing fine and was referred to another physician for a permanent/trial procedure and to possibly remove the fractured lead from the patient's body.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during patient's trial procedure, the lead fractured and left six contacts that was dislodged in the patient's body when the physician pulled the lead for an adjustment and the procedure was aborted. The patient was doing fine and was referred to another physician for a permanent/trial procedure and to possibly remove the fractured lead from the patient's body.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that during patient's trial procedure, the lead fractured and left six contacts that was dislodged in the patient's body when the physician pulled the lead for an adjustment and the procedure was aborted. The patient was doing fine and was referred to another physician for a permanent/trial procedure and to possibly remove the fractured lead from the patient's body.